Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8300 had an error code 570.6500 was confirmed by tech support. Tech support had a walk-through with the customer and revealed the following, tech called in for help on error code 570.6500 on 8300 unit. The etco2 board took too long to perform an action. Confirm part number for board then transfer tech to services repair to get quote to send unit in for repair. Issue summary: product type: 8300. Versions affected: all. Describe the issue and any symptoms module giving a 570.6500 error. Steps to solve (internal). Solution/work around summary: how to correct a 570.6500 error. Suggested messaging: has this module been dropped? High level steps/procedure: check harness to oridion module and reseat harness. Replace etco2 board. Send in to factory for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8300 had an error code 570.6500. There was no patient involvement.